Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer a visual examination of the stent found signs of stent damage. Stent struts on the 8th, 9th, 13th and 14th distal stent strut row was noted to be lifted and pulled proximally and distally. Stent struts on the 1st proximal stent strut row was noted to be lifted and pulled in a distal direction. The undamaged stent od (outer diameter) was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found multiple kinks along the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04july2019 it was reported that crossing difficulty occured. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex coronary artery. A 2.75mm x 38mm synergy drug eluting stent was advanced to treat the lesion, but failed to cross due to calcium occured. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was good. However, returned device analysis revealed a stent damaged.